Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the xp4 connector at the rsm was melted due to an over-heated wire. The cse replaced the power xp4 cord and installed connectors on the blino and xp4 cords. The cooler temperature was monitored and the cse verified the rsm was operational. The cause of the rsm not working was a damaged connector. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The refrigerated storage module (rsm) for an aptio automation system stopped working. The customer stated that samples located in the rsm could not be used for testing, as the rsm not maintaining the proper temperature had affected the sample integrity. The customer stated that two samples needed to be recollected for additional testing, but the customer could not provide the test orders for the patients. There are no known reports of patient intervention or adverse health consequences due to delayed testing.